Event description:
It was reported the dragonfly optis imaging catheter was to be used in an unspecified lesion. During the third run, the dragonfly optis catheter broke while attempting to cross the stent for post-image. The stent was altered, and it was necessary to implant a second stent for overlapping. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/24/2024 d4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported imaging catheter damage, and the subsequent device (stent) damage appear to be related to operational context. In this case, it is likely that the patient anatomical conditions, or the use techniques employed during advancement caused the damage to the catheter and the resulting damage to the stent. Multiple attempts to acquire further patient anatomical information and procedural details regarding this complaint were unsuccessful. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.